Event description:
Nephron received correspondence from the food and drug administration concerning a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The complainant reported that the atomizer failed to produce an aerosol mist to alleviate an asthma exacerbation after cleaning the device. Multiple attempts were made to reach the customer via telephone; however, all attempts were unsuccessful. (B)(4).